Manufacturer narrative:
(B)(4). Multiple attempts have been made to try to set up a repair visit but the service engineer was not authorized to service the device. No further information can be obtained from the customer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator graphical user interface (gui) failed. No additional information was provided. There was no patient connected to the device.